Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the diaphragm valve, flat crease, and wear abrasion. A leak test and microscopic analysis were performed which identified a sharp opening on the plug strap and a greater than 1-millimeter void observed in the non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the shell thickness within the specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve plug strap bond edge due to an unidentified tear opening, and creases are observed but have no relationship with manufacturing process.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the re porter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.